Event description:
Aptus heli-fx endoanchors were used in procedure to address a type la endoleak associated with a previously-placed 23mm gore excluder bifurcated endograft. The date of the original endograft implant is not known. Four endoanchors were initially successfully placed in the proximal portion of the excluder endograft in an attempt to improve the seal in the aneurysm neck. During deployment of the fifth endoanchor, the first stage deployment was not well visualized. Despite recommendation by the aptus representative supporting the case to withdraw the anchor and re-attempt deployment with better visualization, the physician proceeded to complete deployment. The endoanchor was not properly deployed and came to rest on the back wall of the visceral aorta. Aptus representative recommendations were consistent with product labeling; in particular the device IFU contains the following note and warning within the directions for use: "note: if the endoanchor is not in the desired location, firmly press the middle of the reverse control button to re-house the endoanchor inside the helifx applier and reposition." "Warning: do not attempt to deploy an anchor without first confirming that the position of the helifx applier is firming against the endograft and aortic wall. Deployment of an endoanchor without proper apposition may result in poor endograft fixation or a dislodged anchor, which may require endovascular or surgical intervention to retrieve." There is no evidence to suggest a device defect or malfunction with the heli-fx delivery system or endoanchor implant. An unsuccessful attempt was made to snare the dislodged endoanchor, which resulted in the anchor being displaced into the left renal artery, where it came to rest in a distal branch of the main renal artery. The physician was not concerned with the location of the dislodged anchor and determined that it was unlikely to cause harm and therefore further attempts to retrieve it were not warranted. Two additional endoanchors were placed in the excluder endograft without difficulty, but angioplasty revealed the leak was still present. A cook zenith cuff (24mm x 4cm) was placed in the proximal neck and ballooned, but the leak remained unresolved. Upon deployment of two additional endoanchors between the cuff and the aortic wall, the endoleak was completely resolved. The endoleak was resolved with a total of eight endoanchors and a proximal cuff. The patient was discharged in good condition on the first post-operative day. The patient's baseline creatinine was 1.5 mg/dl and it was 1.2 mg/dl at discharge. Approximately four weeks post-operatively, a follow-up creatinine measurement of 1.5 mg/dl was obtained, suggesting no permanent renal impairment associated with the mis-deployed endoanchor.